Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
It was reported the dhs coupling screw broke during the surgical procedure. The surgeon had implanted a dhs lag screw. As he was unscrewing the coupling screw to remove it from the lag screw, the threaded portion of the coupling screw broke off inside the dhs lag screw. The surgeon then removed the lag screw and replaced it with another lag screw. The procedure was completed with no further problem. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The DHR was reviewed and rework was found on p/n 338.20 lot 7042007. The rework performed cleaned the residue on the inside diameter at the passivation operation 55 on the router. The parts were inspected and accepted after rework. This rework is not relevant to this complaint condition because is a visual issue. No relevant issues were found during manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Information not previously reported. Placeholder.